Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher and paykel healthcare (f&p) field representative, of an issue on rt380 adult dual-heated evaqua2 breathing circuit. During device evaluation at fisher & paykel healthcare (f&p) in (B)(4), it was found that the evaqua2 limb was degraded. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in (B)(4) for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned rt380 adult dual-heated evaqua2 breathing circuit revealed that part of the evaqua2 tube was found orange discoloured and degraded. Further analysis of the returned complaint device revealed that the tube suffered significant hydrolysis due to exposure to aggressive chemical attack. Conclusion: based on our investigation, the reported event was likely due to the evaqua2 limb being exposed to aggressive chemical attack. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."